Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported complaint. The fse replaced the erbe generator due to the customer reported complaint. Although the system was tested and verified as ready for use, the erbe vio dv 2.0 integrated electro surgical unit (esu) was returned for further evaluation. Failure analysis could not replicate or confirm the reported event of the weak bipolar output. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the bipolar energy was not sufficient to stop multiple bleeder events. The customer said the energy was sufficient in their first procedure of the day, but not during this second one. The customer replaced the bipolar instruments and the energy cord, but the problem persisted. The procedure was reportedly completed robotically and with the same erbe electrical surgical unit (esu) with no further complications. The procedure was noted to have taken longer than expected due to this issue. Initially, when powering the da vinci system on, functionality was checked and no abnormalities were noticed. Multiple attempts have been made to obtain additional information; however, no further details have been provided.

Manufacturer narrative:
It was reported that during a da vinci-assisted benign hysterectomy and a sacrocolpopexy surgical procedure, the surgeon was using a fenestrated bipolar forceps instrument to cauterize multiple bleeding locations, but the energy not as strong as he anticipated and it took longer to reach the desired effect. The customer said the energy was sufficient in their first procedure of the day, but not during this second one. Initially, when powering the da vinci system on, functionality was checked and no abnormalities were noticed. The customer replaced the bipolar instruments and the energy cord, but the problem persisted. The robotics coordinator said the blood loss during this procedure was "normal blood loss when doing this type of procedure." The amount of blood lost was not available. The procedure was reportedly completed robotically and with the same erbe electrical surgical unit (esu) with no further complications. The procedure was noted to have taken longer than expected due to this issue. The patient was discharged from the hospital with no post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The system logs for this procedure show error 25920 occurring twice, and indicating that the erbe energy was halted by an instrument or instrument cable. Additionally, an error 25913 occurred once indicating that there was an attempt to activate the energy function a non-mounted da vinci instrument. Four energy instruments were used in this procedure, two were reused, one had no more lives left after this procedure, and the last instrument has not been reused since this procedure (fenestrated bipolar forceps instrument: part number 471205 / lot number k10220516-0199). A site history review performed on (B)(6) 2023 shows no additional complaints have been created against the four energy instruments used during this procedure.